Event description:
New information received notes programming changes were made.

Event description:
New information received notes that another instance of far r-wave oversensing was observed. Programming changes will be made at the patients next in-clinic appointment.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that non sustained lead noise was noted via merlin.net due to mismatch between near field and far field channels. Multiple at/af episodes were also noted due to far r wave oversensing. Programming changes were recommended. No further information is available.